Event description:
It was reported that an altitude alarm occurred resulting in a blood glucose (bg) level of "high." The customer administered a correction injection but did not share whether or not blood glucose level was resolved. Customer reverted to an alternate method of insulin therapy.